Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt, the ICD was interrogated, revealing the bos battery status and two charging cycles were recorded to the devices memory. The battery condition was found to be as expected and the current consumption was normal. The memory content of the ICD was inspected, showing a low shock impedance with a greater relative rv lead impedance change since (B)(6) 2020. Therefore, the impedance measurement functions as well as the sensing functionality of the device were tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. The lead was not returned for analysis. However, the manufacturing process for lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, during analysis the ICD was fully functional. There was no indication of device malfunction.

Event description:
It was reported that the rv lead (linox smart sd) was capped due to low shock impedance measurements approx. 109 months after the implantation. During the revision surgery the associated ICD was prophylactically exchanged after 9 months of implantation period. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.